Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). Initial and f/u info received on (B)(4) 2009 (reported by a physician via the medical advisor) respectively were processed together. This case involves a (B)(6) female pt who received two treatments of poly-l-lactic acid (sculptra) therapy. Treatment details: (B)(6) 2009 and (B)(6) 2008 dilution volume: 1.8 ml; amount injected: 1 vial (nos); region injected: commissure of lips. No relevant medical history was reported and no concomitant medication was mentioned. On an unk date, the pt developed nodules on the commissures of lips. Lidocaine + saline solution was administered, followed by triamcinolone (trigon depot), but the nodules got worse (more swollen). Antibiotic therapy was ongoing. The pt went to another physician who suggested biopsy and nodule extirpation. The pt was scheduled to be re-evaluated on (B)(6) 2009.

Manufacturer narrative:
Reporter's causality assessment: possible.